Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Date the device was returned to manufacturer is unknown. Investigation date used for this field. (B)(6). Device manufacture date: unknown. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd sedi-40 was broken. No report of serious injury or medical intervention.